Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with fatigue and device in backup vvi via merlin.net transmission. The device was restored to normal function via engineering test page. The patient will continue to be monitored.